Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the hi-torque guide wire instructions for use states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that a femoral artery access approach was used during a procedure of the knee using a non-abbott laser and the balance middleweight (bmw) guide wire. After the third pass of the laser for 15 seconds each and removal an unspecified balloon was advanced but was not tracking on the guide wire. It was noted that the guide wire had separated about 50 cm from the distal tip and remained in the vessel. There was no reported adverse patient effect. The patient was reported as stable. The procedure was stopped. The following day the device fragment was successfully removed using a snare. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - indication for use, coronary guide wire used in the periphery. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.